Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recorded a user change of the date from (B)(6) 2014 with no hour change. There was no evidence of a time and date reset. There were no boluses recorded for 04/012014 prior to the date change. There were 3 boluses recorded for (B)(6) 2014. The tdd record show that the pump was suspended on both (B)(6). The pump did not pass time accuracy test due to time and date reset during the 1 hour off period. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.